Event description:
Material no: 305616, batch no: 8357901. It was reported that before use of the bd sharps collector 9 gal three lids were missing from the shipment of sharps containers. The following information was provided by the initial reporter: "sharps containers received without the lids - 3 ea.

Manufacturer narrative:
Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing label during the manufacturing process of the reported lot. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. The root cause is unknown. The issue could have occurred during fulfillment when repackaged for distribution. This complaint appears to have occurred from parts sold by a distributor (medline). Additional information is needed about the handling and storage within the distributor facility to rule out that the issue was due to incorrect handling or a partial sale by medline. Based on these findings, our investigation is inconclusive. Evidence of original packaging is required.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305616. Batch no: 8357901. It was reported that before use of the bd sharps collector 9 gal three lids were missing from the shipment of sharps containers. The following information was provided by the initial reporter: sharps containers received without the lids 3 ea.